Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that pump history showed only basal data and bolus data was missing. Customer reported that blood glucose level was impacted (200's mg/dl). Customer delivered correction boluses to treat elevated levels. Customer reverted to manual insulin injection for management of diabetes.